Manufacturer narrative:
The investigation has been reopened due to receiving revision date. Depuy will notify the FDA when the investigation is complete

Event description:
Update 07/25/2016 - sales rep reported patient was revised for elevated chromium levels. Stem and sleeve are added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/16/15 medical records received. After review of the medical records for MDR reportability, a doi was provided. Part/lot was provided. The complaint was updated on:10/16/2015.

Event description:
Litigation papers allege pain, discomfort, loose implant, loss of muscle mass, disability, and disfigurement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.